Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that the cardiosave intra-aortic balloon pump (iabp) unit had the batteries won't pop out issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) stated that as per biomed brian baton there was no issue and asked to cancel service.

Event description:
N/a